Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported getting an ER-3 message on their freestyle freedom lite meter and as a result of being unable to test, they experienced a hypoglycemic episode with a subsequent loss of consciousness. The customer reportedly self-treated by drinking orange juice to counteract the event. No third-party medical intervention was required. There was no report of death or permanent impairment associated with this medical event.